Manufacturer narrative:
A device history record (DHR) review was conducted; no anomalies were found. The product was released in accordance with all product acceptance criteria. No additional investigation is required based on DHR review. A complaint history examination indicates that this is twenty-sixth complaint and the twenty-sixth complaint for leaking received against the components of the reported final lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that the valved trocars have been leaking during an unspecified number of vitreoretinal procedures. To resolve the issue the staff tried changing the product; however, this did always offer a resolution. The procedures were completed without harm to the patients involved. No product samples were retained for evaluation. Additional information has been requested; however, it was informed that no further information was available.